Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the distal conductor distorted. As a result, the helix would not extend. The full lead was returned and analyzed.

Event description:
It was reported the lead was "defective," and the screw could not be extended. It was further reported that in the opinion of the ep physician, this would be considered "unanticipated by the average interventionalist or not listed in the current labeling of the device." The lead was attempted but not used. No patient complications were reported as a result of this event.